Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: excessive internal black debris - lenses and intermit/flicker image. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the scope communication error code (b30), intermit/flicker image is cause traced to component failure and for excessive internal black debris lenses is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope communication error b30. It was unspecified when this issue occurred. There were no reports of patient harm.